Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed the patient's right access vessel had presence of calcification and tortuosity. In addition, there was one (1) valve strut bent outward at the inflow side and it was noted to have punctured through the sheath. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve frame damage was confirmed based on the imagery provided. The available information suggests patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) likely contributed to the event as it was reported "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve was observed with a bent tine. There was resistance felt during advancement of the delivery system with valve through the 14fr esheath+". Per imagery provided, the patient's access vessel had calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve was observed with a bent tine. There was resistance felt during advancement of the delivery system with valve through the 14fr esheath+. As a result, the first system was withdrawn. It was noted that there was no difficulty withdrawing the system, but as the system was being withdrawn, the valve was observed to have stripped off of the balloon and was stuck in the hemostatic valve of the esheath+. There was some bleed back, but it was able to be stopped and no blood transfusion was needed. There also appeared to be a puncture in the sheath liner, but review of the video provided of the esheath+ revealed the puncture had occurred at the strain relief. It was clarified that the event had occurred outside the loader cap and the system had not exited the sheath. After the first system and sheath were withdrawn, a second delivery system, valve and esheath+ were prepared. There were no issues during the second implant attempt and the second valve was successfully implanted. There was no patient injury noted.